Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician attempted to place a taxus express2 2.5x12mm drug eluting stent to the 80% stenosed lesion located in the moderately tortuous, moderately calcified mid left anterior descending (lad) artery, but "the stent broke prior to deployment." The lesion was pre-dilated with a 12mm balloon, unknown type. Under fluoro it was noticed that the stent appeared to have kinked and the physician tried to straighten it out. The stent was never out of the guide mouth. The guide and wires were removed and the stent was retrieved. The procedure was completed with another taxus 2.5x12mm stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.